Event description:
Customer claims that while in use, the zipper on both large side panels are not functioning properly. The teeth do not align when an attempt is made to zip the side panels. There was patient incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper teeth do not align. Results: evaluation for the returned product shows that the panel side b: window zipper slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).